Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 2.75 x 32 mm stent delivery system was returned for analysis with a haemostatic valve attached. A visual and microscopic examination of the stent found the entire length of the stent damaged and stretched. The stent outer diameter measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and it appears as if positive pressure had been applied. A visual and microscopic examination of the bumper tip found evidence of tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found inner shaft polymer extrusion damaged and stretched 137cm distal to the distal end of the strain relief. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the severely calcified left anterior descending artery. After a fully pre-dilation was performed, a 2.75x32mm promus element drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion even after another attempt was made. The device was removed, and it was noted that the stent struts were lifted. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the severely calcified left anterior descending artery. After a fully pre-dilation was performed, a 2.75x32mm promus element drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion even after another attempt was made. The device was removed, and it was noted that the stent struts were lifted. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.